Event description:
Complainant alleged that during a routine shift check by a clinician, the device's video display was unreadable and intermittently displays message code "status 107" the complainant inducated that there was no patient involvement in the reported failure.